Event description:
A report was received that a patient was explanted due to an infection at the pocket site. The patient was put on IV antibiotics and was reportedly doing well following the procedure. The physician believes that the infection was device related.

Manufacturer narrative:
The explanted devices were not returned to bns for evaluation, as they were discarded by the medical facility.